Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced hyperglycemia and was not feeling well and was taken to the hospital. The patient was treated with insulin and intravenous saline. The cgm was reading 5.0 mmol/l and the blood glucose reading was 33.0 mmol/l. There was no information about the discharge date, and it was only documented that the doctor sends nurses to the patient¿s home 2 times per day. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.